Event description:
It was reported that prior to a surgical procedure, it was noted that the bur wobbled when it was spinning. It was also reported that there was no patient involvement and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that prior to a surgical procedure, it was noted that the bur wobbled when it was spinning. It was also reported that there was no patient involvement and there was no delay or adverse consequences as a result of this event.